Event description:
A cc4204bf model lens was implanted in 2001. The surgeon performed a yag in 2002 due to fibronectin membrane growth around edges of lens. A 2nd yag was performed in 2004 due to membrane growing back. The lens remains implanted. The pt's visual acuity at the last post-operative exam was 20/20.